Event description:
No further details were provided at this time.

Manufacturer narrative:
The device with a 2 1/4" attached portion of catheter and a 3" loose segment of catheter were returned to the MFR and has been analyzed as follows: visual and microscopic examination of the device septum revealed slits on the device septum material, but normal usage with no internal damage. Longitudinal slits and irregularly cut material was seen on the end of the 2 1/4" portion of attached device catheter and the 3" loose segment of device catheter. The damage seen appears to be consistent with "pinch-off sign." The attached portion of catheter and loose segment of catheter appear to mirrore match. The flow path of the 3" loose segment of catheter apppeared to be blocked with material consistent with blood. The device and 2 1/4" portion of attached catheter were not patent and resistance was felt when flushed. The damaged areas of the catheters were segregated. No leaks were noted when the device/catheter and loose segment of catheter were pressurized with air and fluid. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR's analysis of the device, the report that "the device catheter broke due to an anatomical rub" has been confirmed. Anatomically induced repetitive clavicular compression appears to have caused the damage found during the MFR's analysis of the device. No further details are available. The customer will be notified of the MFR's findings and an article exclusive to "pinch-off sign" will be forwarded to the facility for their review. The MFR, is now closing the file on this event. Submitted to the FDA on 04/06/1998.